Event description:
It was reported that during a da vinci-assisted surgical thymectomy procedure, the fenestrated bipolar forceps (fbf) instrument had defective cable insulation. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was checked before use by the surgical staff. There was a tear of the bowden cable on the instrument. There was no loss of cautery associated with a broken/loose cable and no sign of thermal damage at the point of breakage of the conductor cable. The instrument did probably collide with another instrument or tool during the procedure. The surgery was completed with the instruments. The patient was not injured due to the problem. There were no photographs of the instrument or a video recording of the procedure available to the isi for review. The surgery was not recorded. The patient has not consented to any disclosure of data.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the fenestrated bipolar forceps (fbf) instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis (fa) testing. Fa was able to confirm/reproduce the customer reported complaint. The conductor wire insulation was found to be damaged at the distal end. The insulation did not exhibit thermal damage. The insulation material was lifted; however, no pieces were missing. The conductor wire was slightly exposed; however, no wires were physically damaged. An electrical continuity test was performed, and the instrument passed. An additional observation not reported by site is that upon visual inspection of the distal end, the yaw pulley exhibited physical damage. There were abrasions found at the location where the conductor wire's insulation was also damaged. No pieces were found to be missing. No thermal damage was observed.